Manufacturer narrative:
(B)(4). The guide wire was returned for evaluation. The distal segment of the returned guide wire was deformed into an s-shape. The polymer jacket was stretched and then ruptured at approximately 30mm distal to the proximal solder that held the coil wire onto the core wire and originally located at 30mm from the tip. The fractured and elongated coil wire was exposed for approximately 70mm. The exposed core wire was fractured at approximately 23mm distal to the proximal solder. The fracture end of the coil wire showed characteristics seen on the wire fracture by torsion generated when coils were pulled and straightened. The polymer jacket was removed for observation purposes. The exposed inner coil wire, one of core composing wires, was found stretched and fractured approximately 5mm distal to the fracture end of the core wire. Sem observation revealed that there were circumferential cracks on the core wire proximal to its fracture end. This finding indicated that repeated bending stress had applied on the core wire. Dimples made by tensile stress were observed on the fracture surface of the core wire. Fine wires of the inner coil wire showed necking caused by tensile stress. Measurement of the remaining parts suggested that approximately 7mm of the tip segment was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress exceeding the product design limit was applied on the guide wire when the wire tip was being trapped in the lesion. The excess bending stress would cause the core wire to damage. Tensile stress generated with wire removal then led the damaged core wire, inner coil wire and polymer jacket to be pulled apart. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi guide wire separated during a ppi to treat a cto in the anterior tibial artery. Antegrade approach of wire crossing failed and distal puncture was performed. The guide wire was delivered retrogradely and crossed the lesion with difficulty. When the physician removed the guide wire for wire exchange when the tip of the guide wire fractured and the separated tip remained in the lesion. The ppi was resumed with multiple guide wires but none of them could cross the lesion. The physician then partially balloon the lesion as deep as a guide wire could reach and terminated procedure. The separated tip was left in situ. The physician commented that he might push or rotate the guide wire too much in attempts to cross the lesion. There were no adverse patient effects associated with the remaining tip.